Manufacturer narrative:
B3: used 03/31/2025 publish date as event date, as event date is unknown d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: parvataneni, t. Et al (2025). Outcomes of watchman vs amulet in patients with atrial fibrillation - an umbrella meta-analysis. Journal of the american college of cardiology. 85 (12 suppl): 297.

Event description:
Reported via journal article. It was reported that serious injuries occurred. The following event was obtained via a prisma-based umbrella meta-analysis article of left atrial appendage (laa) occlusion by watchman closure devices vs. A non-boston scientific (bsc) laa closure device in atrial fibrillation (af) patients using pubmed mesh terms. Results of 29 studies, 3 had data on outcomes. The watchman closure device had borderline increased risk of bleeding (overall and major) and procedure-related complications than the non-bsc laa closure device. There was no statistically significant difference between major/minor stroke, thromboembolism, and device-related complications. Conclusion showed that the watchman closure device may have a slightly higher risk of bleeding and procedure-related complications than the non-bsc laa closure device, but both devices have equivalent stroke and thrombosis outcomes.